Event description:
Same case as 2134265-2012-03516. It was reported that during a stenting treatment procedure, difficulty removing a stent delivery system occurred. The target lesion was located in a severely tortuous internal carotid artery. A non bsc guide catheter was engaged in the vessel then a filterwire ez 3.5-5.5 190cm filter wire was placed. A non bsc balloon catheter pre dilated the lesion then a carotid wallstent monorail 10.0-31 stent was deployed in the target lesion. During removal of the carotid wallstent delivery system it became stuck in a non bsc guide catheter, approximately 10cm from the distal tip. The filter wire then became kinked while inside the guide catheter. The stent delivery system and the filter wire became stuck and were slowly retracted into the guide catheter. Angiography was performed. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2012-03516. It was reported that during a stenting treatment procedure, difficulty removing a stent delivery system occurred. The target lesion was located in a severely tortuous internal carotid artery. A non bsc guide catheter was engaged in the vessel then a filterwire ez 3.5-5.5 190cm filter wire was placed. A non bsc balloon catheter pre dilated the lesion then a carotid wallstent monorail 10.0-31 stent was deployed in the target lesion. During removal of the carotid wallstent delivery system it became stuck in a non bsc guide catheter, approximately 10cm from the distal tip. The filter wire then became kinked while inside the guide catheter. The stent delivery system and the filter wire became stuck and were slowly retracted into the guide catheter. Angiography was performed. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the stent had been deployed from the device and had not been returned. The outer sheath was retracted from the distal tip by 44 mm. A 0.014 inch filterwire was returned inserted through the device and exiting the monorail exit. Resistance was encountered during an attempt to remove the filterwire from the carotid monorail device as the filterwire was kinked at several locations between 688 mm and 712 mm proximal to the stiff end of the filterwire. The filterwire was eventually able to be removed from the device. A 0.014 inch filterwire was unable to be inserted or the outer sheath was unable to be moved due to the presence of large amounts of solidified blood inside the outer sheath. The device was soaked overnight in a waterbath; however, the 0.014 inch filterwire was still unable to be inserted or the outer sheath was unable to be moved. Measurement of the distal end of the outer sheath found a outer diameter meets the outer diameter specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).